Event description:
Placed on tissue. Machine read "regrasp" and made loud squeal. When the surgeon let go, pt started to bleed. Several attempts were made including turning off machine and reconnecting. Always came back as "regrasp" and loud noise.